Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During a switch of the automated impella controller, the impella was dislocated into aorta and was not able to be repositioned. Impella cp removed, patient stable with va-ECMO.